Event description:
It was reported that following a cystocele repair and tvt procedure on a pt with minor urinary stress incontinence the pt complained of vaginal burning. During visual vaginal examination, the physician found approximately 1 inch of tape had extruded through the vaginal mucosa. The pt was still continent. The physician removed the visible portion of the mesh and closed the vaginal mucosa. The pt was seen for a follow up visit and is reported to be doing fine. The pt has been and remains on estrogen replacement therapy.